Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with mentor memorygel 325cc, silicone breast implant experienced left- sided breast pain, and right sided device migration post procedure. The report indicated that the patient body won't accept the implants, and the doctor had to go back in to adjust the pocket. The left side hurts and the other side is just like almost flopping around and dropping. As a result, patient scheduled for removal on (B)(6) 2021. This report relates to the right side.